Event description:
All the 3 incidents were at the same operation in hospital. The neurologist who was using the systems has a lot of experience with anspach systems. In the first 2 cases, there was a "pop" noise. While using the third system, the doctor noticed that it's started to expand and so before it would blow up, he stopped using the system - it was the end of operation & there was no harm to the patient. The doctor complained verbally about noises in his ears but didn't write any official complaint.